Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to treat a moderately tortuous, severely calcified lesion located in the proximal left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was performed without any issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred when advancing aggressively into calcium. The procedure was completed using a non-medtronic stent. The patient was reported to be alive with no injury.

Manufacturer narrative:
Device evaluation summary: a kink was evident to the hypotube. The distal shaft appeared flattened. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 18th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.